Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) spoke with the patient's wife on (B)(6) 2011 and obtained the following information: the patient tests twice a day and manages his diabetes with 1000mg of metformin (twice a day) and 10mg of glipizide (twice a day). The patient's wife alleged that the issue began in (B)(6) 2010 (date/time not known). After the alleged issue occurred, the patient's wife corrected and clarified the patient continued with his usual diabetes regimen. The patient's wife corrected and clarified the patient experienced high blood glucose (specifying he had symptoms of dizziness and frequent thirst) two day after the alleged issue began. The patient's wife clarified the patient administered self-treatment by consuming an additional dose of metformin (date/time not known). During a doctor's office visit (in (B)(6) 2010) the patient's wife stated the patient obtained a blood glucose result of "265mg/dl" with the doctor/clinic's meter and as a result, the physician increased the patient's metformin (it is unknown if increase was made with the dosage or frequency). After the onset of his reported symptoms, the patient's wife confirmed the patient obtained another (non-lfs) meter; however, the patient's wife claimed the patient was obtaining inaccurate high readings with the other device. During troubleshooting, the customer service representative noted that the subject meter's battery was not replaced per owner's booklet recommendation. A replacement meter was sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.